Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the right ventricular (rv) lead. The lead was positioned into the right ventricle and the helix fixation was attempted; however, the helix would not deploy. The lead was pulled back to the inferior vena cava and while hanging straight the helix deployment was attempted but the helix still would not deploy. The lead was removed from the patient and the helix was tested on the sterile field and again would not deploy and appeared to be just spinning. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.